Manufacturer narrative:
If pertinent information (including product model/serial number) is reported in the future, a supplemental report will be submitted.

Event description:
It was reported that this unknown implantable device recorded an unclear sequence of pacemaker mediated tachycardia (pmt). The health care professional (hcp) questioned the stimulation during the pmt sequence (as-lvp rvs), whereby the left ventricular stimulation is ineffective. Technical services (ts) was consulted and agreed the provided screenshots show very unusual pacing distances between the chambers. Ts noted they cannot rule out the possibility of the right atrial (ra) and left ventricular (lv) leads being swapped in the device header. For a deeper analysis, ts requested the complete data set of the query as well as ideally a current x-ray image, if available. No adverse patient effects were reported. Of note, there was no involvement by a boston scientific field representative in this case. As of 19-mar-2025, the reporting physician has not provided ts with device data or the device model/serial number.